Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to decreased r-waves and high capture threshold. It seemed that the lead did not have enough slack. The procedure was completed without complications. The patient was stable.